Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with no cartridge reload present. The device was tested for functionality with test cartridge reloads and it fired, cut and formed all the staples as intended in test media. It was noted on the first firing there was an extra staple embedded in the staple line from a previous device firing. The cut was noted to be jagged due to a damaged knife on the articulation firing. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was fired four times into porcine jejunum using white cartridges. A variety of firing speeds were used. No malformed staples were observed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, the device stapled however the staples were malformed on the seventh firing which was on the pulmonary artery. The staple line area was over sewn to control the bleeding. The amount of blood loss is unknown, the patient did receive a blood transfusion however the number of units is unknown and cell saver was used. Suture and another device were used to complete the procedure. The patient is still in the hospital. (B) (6).